Manufacturer narrative:
Adverse event (ae) assessor has not been able to reach the patient for further investigation of the complaint. The information provided by the initial call is what is available. There is a reasonable causal relationship between the pain, blood, bumps, and skin irritation when the v-go begins to fall off. However, the patient is working with a v-go trainer who can help her chose a product that can be applied to the skin to improve adhesion and provide a barrier to the skin. One situation that can cause the adhesive to fail is when a person is very warm with exercise and develops excess perspiration. Another cause is if the v-go adhesive is being placed where the tissue can roll. The cause of the patient's adhesive failure is unknown. The patient is working with a v-go trainer.

Event description:
The patient reported that their most recent pack of v-go are not staying on. The patient also reported when v-go starts coming off these is pain, blood, bumps, and irritation on the skin the v-go was on. It was reported that devices are available for return to the manufacturer for evaluation. However, to date, have not been received.